Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 6th april, 2023 getinge became aware of an issue with one of our equipment ¿ dual flat screen holder. As it was stated the paint was peeling and monitor handle was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th april, 2023 getinge became aware of an issue with one of our equipment ¿ dual flat screen holder. As it was stated the paint was peeling and monitor handle was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 6th april, 2023 getinge became aware of an issue with our equipment ¿ flat screen holder. As it was stated the paint was peeling and monitor handle was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device was repaired and released for use. Getinge became aware of an issue with our equipment ¿ flat screen holder. As it was stated the paint was peeling and monitor handle was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device was repaired and released for use. Based on the information collected, it was established that when the event occurred, the maquet equipment did not meet its specification, due to paint chipping and monitor handle detachment which could be considered as technical deficiency, and in this way the device contributed to the event. The device was not being used for patient¿s treatment when the event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling and handle detachment, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratiofor the paint chipping and handle detachment is very low. As stated by the subject matter expert at manufacturing site, the detachment between handle holder and aluminum cylinder, which allows bonding of the handle, is probably due to mechanical shocks, collisions or excessive efforts. To prevent any similar incident, the following have been implemented: - during the manufacturing the prats are degreased - the quantity of the instant adhesive gel deposited is checked - the adhesive bonding is checked by manual traction during the manufacturing - the user manual #0421101 xs/xd flat screen monitors holders mentions to check the condition of the serializable handle (user manual IFU 01821 en 11; pages 35, 40) a root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (user manual IFU 01821 en 12; page 34) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (user manual IFU 01821 en 12; page 31). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 6th april, 2023 getinge became aware of an issue with our equipment ¿ flat screen holder. As it was stated the paint was peeling and monitor handle was detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device was repaired and released for use.